Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had blisters under the front therapy electrode pad. The patient consulted his physician who recommended an ointment. Follow-up indicated that the blisters were cleared up.